Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The device shows the error message 41622. The cam sensor will be replaced.

Event description:
It was reported that the error 41622 appears. There was unknown patient involvement. No patient harm/adverse event was reported.